Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the hdh05 was used for 5 minutes, then emitted a solid tone. Another blade was used to complete the case. There was no consequence to the pt. The device was not returned.